Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not reproduced. No causality was determined. The device will be required to meet all release specifications prior to return.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump showed a set loaded in point 2, but no set was installed. The problem was found during biomed testing. There was no patient involvement. No additional information is available.